Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 3:00 am, the patient reported getting an unspecified low egv on her receiver. She claimed that the receiver was misreading. She did not take a fingerstick at that time. She was vomiting and felt dehydrated. On her way to the bathroom, she said that she passed out and feel down on the floor. Someone found her on the floor. She was not aware of what happened and did not know who called the ambulance that brought her to the hospital. She was unaware of what medication/treatment were given to her before being taken to the hospital. The patient regained consciousness about 9:00 am and she was already at the hospital. She sustained a bump on the head due to falling down on the floor, but no treatment was done for the head injury. She is not fully aware of her surroundings at that time and does not know the fingerstick nor egv when she arrived at the hospital. She was given IV fluids, potassium, and electrolytes via IV. The patient stayed for more than 24 hours and was discharged on (B)(6) 2026. Her current sensor is giving egv 201 mg/dl. At the time of the call, the patient said that she is fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 3:00 am, the patient reported getting an unspecified low egv on her receiver. She claimed that the receiver was misreading. She did not take a fingerstick at that time. She was vomiting and felt dehydrated. On her way to the bathroom, she said that she passed out and feel down on the floor. Someone found her on the floor. She was not aware of what happened and did not know who called the ambulance that brought her to the hospital. She was unaware of what medication/treatment were given to her before being taken to the hospital. The patient regained consciousness about 9:00 am and she was already at the hospital. She sustained a bump on the head due to falling down on the floor, but no treatment was done for the head injury. She is not fully aware of her surroundings at that time and does not know the fingerstick nor egv when she arrived at the hospital. She was given IV fluids, potassium, and electrolytes via IV. The patient stayed for more than 24 hours and was discharged on (B)(6) 2026. Her current sensor is giving egv 201 mg/dl. At the time of the call, the patient said that she is fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On 01/04/2026, it was reported that at around 3:00 am, the patient reported getting an unspecified low egv on her receiver. She claimed that the receiver was misreading. She did not take a fingerstick at that time. She was vomiting and felt dehydrated. On her way to the bathroom, she said that she passed out and feel down on the floor. Someone found her on the floor. She was not aware of what happened and did not know who called the ambulance that brought her to the hospital. She was unaware of what medication/treatment were given to her before being taken to the hospital. The patient regained consciousness about 9:00 am and she was already at the hospital. She sustained a bump on the head due to falling down on the floor, but no treatment was done for the head injury. She is not fully aware of her surroundings at that time and does not know the fingerstick nor egv when she arrived at the hospital. She was given IV fluids, potassium, and electrolytes via IV. The patient stayed for more than 24 hours and was discharged on (B)(6) 2026. Her current sensor is giving egv 201 mg/dl. At the time of the call, the patient said that she is fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.